Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The insulin pump had a cracked case at display window corner.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were hard to press. Customer's blood glucose was 116 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.